Event description:
It was reported that a user experienced a pairing failure when attempting to connect a dexcom g7 sensor to the ilet after the sensor had already paired with the user¿s phone, and the ilet displayed the setup menu awaiting g7 connection to proceed with weight entry. Symptoms included hyperglycemia, for which the user performed a manual subcutaneous insulin injection. Outcomes included temporary interruption of automated insulin delivery, as the user was instructed to pause insulin delivery on the pump for two hours before resuming. Investigation included remote troubleshooting and education, including reviewing alert history, confirming a ¿pairing failed¿ message, guiding a settings toggle from g6 to g7, and restarting the g7 pairing process. Investigation of this case revealed a sensor-to-pump communication and pairing issue limited to the ilet integration, with the g7 already connected to another device, consistent with expected behavior when a sensor is paired to a phone, and no hardware component malfunction of the pump was identified. It was concluded, based on previously established findings for similar reports, that the cause was user-device connectivity conflict due to prior pairing of the g7 with a phone, resolved through reconfiguration and re-initiation of the pairing process.